Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent was taken out from the hoop and took the stent protector off, the stent was detached. The procedure was completed using a 2.50 x 28 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged with stent struts on the distal half of the stent distorted, lifted from the stent profile and stretched over the bumper tip. There was no visible damage to stent struts on the proximal half of the stent. However, the stent did not detach as stated in the event description, the distal part of the stent was damaged. The maximum stent profile was measured and is within the specification. A review of the specified inside diameter of the stent protector was performed; however, the stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent was taken out from the hoop and took the stent protector off, the stent was detached. The procedure was completed using a 2.50 x 28 non-bsc stent. No patient complications were reported and the patient's status was good.